Event description:
It was reported, distal screw along with proximal end of nail broke due to non union of the hip.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.